Manufacturer narrative:
.

Event description:
It was reported that the pt had a volume discrepancy with an estimated reservoir volume of 0 ml, but the actual reservoir volume was 17ml. The pt did not experience any symptoms. The hcp reported, that the pt's pump has flipped within the pocket several times resulting in a catheter kink which caused the volume discrepancy. The situation was resolved intraoperatively. The pt's pump contained morphine sulfate and clonidine. Reference MFR report # 2182207200701686.